Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a CT myelogram on (B)(6) 2011, the physician hit a nerve and the pt felt pain in his thighs. When stimulation was turned on afterward, the pt felt increased pain in his thighs, and no pain relief in his back, legs, or feet where he had previously received stimulation. The pt was scheduled for an appointment with his physician on (B)(6) 2011. Add'l info has been requested but was not available as of the date of this report.